Event description:
On 02-jan-2026, penumbra inc. Became aware of a journal article titled, "right ventricular rupture after catheter-directed mechanical thrombectomy for pulmonary embolism" (hajmurad et al. 2025). The event date was not provided; however, the article was presented on 20-oct-2025 and documents a patient who underwent a thrombectomy procedure to treat a saddle pulmonary embolism (pe) extending into both main pulmonary segments with a notable right heart strain of the right ventricle (rv) to the left ventricle (lv) using an indigo system flash aspiration catheter (flash catheter) and indigo system cat12 aspiration catheter (cat12). After completion of the procedure, there was notable improvement to patient¿s hemodynamics; however, the patient was experiencing chest pain and shortness of breath. It was also reported that the patient then became hypotensive and tachycardic. The patient was emergently re-intubated, and a transesophageal echocardiogram revealed continuous presence of air bubbles in the rv. The physician performed aspiration using the flash catheter under echocardiogram to remove approximately 80 to 90 cc of estimated volume of air. Patient¿s health continued to deteriorate, and a repeat computed tomography angiography (cta) revealed a perforation of the rv with an active bleeding into the pericardial sac with development of moderate-sized hemopericardium. The patient underwent emergent exploratory sternotomy of repairing the right ventricle laceration.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. After multiple attempts, the penumbra clinical team were unable to obtain enough device information to identify the catalog or lot number. The only device identifiers known are: d1 (brand name), d2a (common device name), and d2b (product code). Without the catalog or lot number for this device, the unique device identifier (UDI) cannot be determined.